Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state and had been subjected to positive pressure. A 5mm longitudinal tear was noted in the balloon material. All blades were securely bonded and no damage to the blades were noted. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at a slowly rated burst pressure of 1-2atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at a slowly rated burst pressure of 1-2atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient was good post procedure.